Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thus software. Pump passed the self test, however, constant pump error 39 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Pump error 39 confirmed in the pump history/trace files on 07/27/2024 at 23:36:52.000. ¿pump was cut open to perform visual inspection and a jammed motor gearbox. The motor was tested outside of the device on the ngp stb3 and received pump error 39 at rewind. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay. Alleged pump error 39 alarms confirmed during rewind and in the pump history/trace files due to a jammed motor gearbox. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 39 (motor current error detected). The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed. Customer reported receiving a pump error. Customer was not able to clear the error. No harm requiring medical intervention was reported. Mmt-1782k was requested and customer response was the device will be returned.